Event description:
It was reported that the vns patient passed away on (B)(6) 2013. Attempts for additional relevant information have been unsuccessful to date.

Event description:
A copy of the patient's death certificate was received that listed "mental retardation" as the immediate cause of death. Seizure disorder was listed as "other significant conditions contributing to death but not resulting in the underlying cause." The manner of death was listed as natural and no autopsy was performed. The patient's death is a possible sudep per an internal sudep evaluation.